Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to clinic asymptomatic with an aborted episode of vf due to double counting of the qrs complex during a non-sustained vt. Programming changes were recommended. The patient will be monitored with routine followup. The patient was stable.

Event description:
New information noted that the device was reprogrammed in 2015.